Event description:
A malfunction alarm was reported with a code of malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted in the process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.